Event description:
Medtronic received information that approximately two years and five months post-implant, this bioprosthetic valve was explanted due to calcification and the failure of the leaflets to coapt properly. The valve was replaced by a non-medtronic device. No further adverse patient effects were reported.

Manufacturer narrative:
The device has been returned and medtronic product analysis is in progress. A supplemental report will be filed at the conclusion of analysis. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the leaflets on the valve were slightly stiff but flexible except where host tissue extended on the inflow and outflow. A cut and/or tear through the free margin and lunula of the right cusp was determined to have occurred during explant. Host tissue overgrowth and explant damage made it difficult to determine the condition of all commissures. Glistening off white pannus covered the existing sewing ring on the inflow, to the tissue and base stitching adjacent to all cusps, into all inferior coaptive areas, along the inflow margins of attachment and onto all cusps, showing a reduced inflow orifice area. Pannus covered the tops of the right non-coronary and non-coronary left stent posts, encapsulating the tops of all commissures, to the existing outflow rails adjacent to all cusps, to the outflow margin of attachment and onto all cusps, partially filling and stiffening the outflow resulting with restricted leaflet movement. Radiography shows no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information and the returned product analysis, the pannus could lead to insufficient effective orifice area and immobile leaflet and compromised forward flow. Pannus overgrowth is an inherent risk of surgical valve replacement. Medtronic will continue to monitor field performance for similar events should they occur.